Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was duplicated and isolated to a faulty component, specifically the backlight inverter, ccfl, 12v. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the front panel display assembly. The fsr performed the operational verification procedure (ovp) and performance check, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The component was received by the vyaire fa lab and is currently pending evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire that the screen on the vela ventilator was flickering and fading out. The customer advised there was no patient involvement associated with this event.